Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 that appeared on the homechoice (hc) display during drain 1 / 4. The home patient (hp) was reportedly disconnected. The technical service representative (tsr) explained the alarm to caregiver (cg) had her cycle power the hc machine, and then se 2367 alarm occurred. The tsr informed the cg to start over again using new supplies. No patient injury or medical intervention was indicated at the time of the initial report. Per 2240 call script: the hp was not connected to the hc cycler at the time of the alarm. A dummy tummy was not being used. The patient line became inadvertently separated from the transfer set, because the hp pulled the transfer set off of himself. The patient did not press go to start therapy before connecting to the hc machine. Proper procedures per the user manual were reviewed with the hp. The hp would complete therapy using new supplies. The hp had discarded the sample. During a follow up phone call by product surveillance to the hp on (B)(6) 2010 regarding the disconnect, the hp stated that he did not recall any such incident. The hp confirmed that he is doing fine and continuing therapy. The hp stated that he does not remember noticing any defects on the supplies. The hp did not know the lot number. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.